Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced shutting off while on a patient. No power leds on front and no power coming. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.